Event description:
A report was received that a patient's precision system was explanted. The patient stated, she had extensive surgery and had the device removed. The implanting physician had no information regarding the explant.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.